Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address aseptic loosening of the tibia at the cement to implant interface. Cement manufacturer is unknown. An fb attune tibia was removed and replaced with a competitor cone and an attune revision fb tibia and a 14x80 tapered cemented stem. The poly was upsized from a 7mm to a 10mm. Doi: unknown; dor: (B)(6) 2018; right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: device history reviewed 19 feb 2020. 3 unrelated non-conformances on this lot number. Final micro and sterility tests passed. (B)(4) units released. Lot expiry date: 31-mar-2018.